Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and bradycardia. The right ventricular (rv) lead exhibited oversensing noise, pauses, high thresholds, low r-waves, short v-v intervals, high sensing integrity counter (sic)s and inhibited pacing. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.